Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 600 mg/dl. The patient treated via manual insulin injection. Troubleshooting was declined for the high blood glucose. The insulin pump was not returned for analysis.